Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported. Therefore, the item was corrected and the lot number was not considered.

Event description:
The clinician reported that over 3 months after the dental implant was placed in ada site 13 in the mouth, the implant did not osseointegrate in type ii bone and was removed. Another implant was placed. Clinician noted the patient's bone defect, periodontal disease and bleeding. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that over 3 months after the dental implant was placed in ada site 13 in the mouth, the implant did not osseointegrate in type ii bone and was removed. Another implant was placed. Clinician noted the patient's bone defect, periodontal disease and bleeding. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.